Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a pump error alarm. Blood glucose level at the time of the incident was 8.5 mmol/l. Customer was able to clear the alarm but was not able to complete the rewind process. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.